Event description:
Patient was placed in the operating room and placed under general anesthesia; was prepped and draped in the usual sterile fashion. Per report: ligasure hook 44 cm/ hand piece would not activate. Device was replaced and procedure was completed with no patient harm done. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Device is with surgery inventory coordinator materials management.